Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate stimulation and difficulty charging, and as a result, the implantable pulse generator (ipg) was replaced. Postoperatively, the patient expected to fully recover. The explanted device will not be returned for analysis, as it was discarded by the medical facility.

Manufacturer narrative:
The device was not returned to boston scientific for analysis and the complaint as reported was not able to be confirmed. A review of the device history record (DHR) confirmed that the device met specifications prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. A labeling review did not reveal any anomalies as it states that system failure, which can occur at any time due to random failure(s) of the components or the battery. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control and persistent pain at the ipg or lead site are known risks with the use of spinal cord stimulation (scs). Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate stimulation and difficulty charging, and as a result, the implantable pulse generator (ipg) was replaced. Postoperatively, the patient expected to fully recover. The explanted device will not be returned for analysis, as it was discarded by the medical facility.